Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ever since implantation of the patient¿s implantable neurostimulator (ins) they had a severe dermal hypersensitivity over the abdominal area which they believed was from the implant. The patient also experienced a burning sensation at the abdominal area. The patient had seen multiple doctors and none had agreed on the cause of the issue. Diagnostics and troubleshooting included impedance testing and x-rays (results not reported). The patient was set to see another surgeon in (B)(6). The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information received from the patient on 2019-feb-04. It was reported that after implantation they experienced severe stomach pains. They talked to a healthcare provider (hcp) and they told them the paddle was in the wrong place and laying on nerves. They had this done and immediately after waking up from surgery the stomach pains went away. Two years after the initial implant the issue was fixed with surgical intervention. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had seen several different doctors before having the procedure. No further complications are anticipated.